Manufacturer narrative:
Inratio precision data provided by end-user: date: 2009: 1st inr = 1.7 inr; 2nd inr (doctor's meter) = 2.8 inr. Per event details, tests were done one week apart. Three hours is considered by manufacturer a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceed three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. As of today, no product is expected to return. No further investigation will be required. Product deficiency not established. No further action required. No corrective action required as no product deficiency was established.

Event description:
Customer reported discrepant result between customer's inratio meter and inratio meter in doctor's office. Customer inratio = 1.7; doctor's office inratio = 2.8. Usual range in doctor's office = inr results between 2.4-2.8. No change in medication.